Event description:
It was reported that the patient presented in the emergency department. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed.